Manufacturer narrative:
Device is not available for eval. Internal investigation in process.

Event description:
It was reported that, "the surgeon could not lock the locking screws for radius plate with palmar radius fracture plate. During the screwing, he felt a sense of resistance from the plate."